Manufacturer narrative:
The product remains implanted in the pt thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. This is one of two products being reported for the same event. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.

Event description:
A report was received from the registry indicating that approx seven months post index procedure (2007) the pt experience angina pectoris. An angiogram was performed confirming 100% restenosis at the mid left anterior descending (lad) (target lesion) and distal peri-stent restenosis. The restenosis at the mid lad was treated with percutaneous transluminal coronary angioplasty (ptca) and cutting balloon. At the left main (target lesion), diameter stenosis was 80% with proximal peri-stent restenosis/ostial focal restenosis noted at the proximal lad (non-target lesion). The restenosis was treated at the left main was treated with plain old balloon angioplasty (poba).